Event description:
It was reported to boston scientific corp that a dual lumen ureteral catheter was used in a ureteroscopy procedure on a male pt. According to the complainant, the physician was not able to inject contrast during the case. He noted that the injected contrast spread out inside the pt. The catheter was removed and the technician noticed a small "silver" coming out of the catheter port. This silver was a piece of the catheter measuring approx 1 mm wide by 2 inches long. The catheter was reexamined and it was noted to have a tear the exact same size as the silver removed from the catheter port. The procedure was completed using an open ended catheter. There was no consequences or impact to the pt.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed.